Event description:
It was reported that during a procedure involving one sprinter legend coronary balloon catheter, deflation difficulties were encountered. The device would not deflate at the lesion site. The balloon was removed from the vessel in an inflated state. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: one inflation were performed prior to the deflation difficulties. It was believed that the balloon was not the issue, but that the non- medtronic inflation device was faulty. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: one image was received which depicted an inflated balloon protruding from a guide catheter. Additional information: there were no difficulties noted during inflation of the device. A 12 atm pressure was applied for inflation. Deflation difficulties were noted after the first inflation. The device was not moved or repositioned while inflated. The balloon was removed from the vessel in an inflated state, pulled out with 3.5 ebu launcher guide catheter with no difficulties experienced. No intervention was required to remove the device from the patient. It was not difficult to remove the protective sheath/packaging stylette. A 50:50 concentration of contrast/saline was used. Resistance was not noted while advancing the device to the lesion. The device was inspected before use with no issues noted. It was believed that the balloon was not the issue, but that the inflation device was faulty. There were no issues with the patient. Correction: fdm/annex b code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Correction: annex e code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.